Event description:
It was reported that the patient was preparing for ect treatment when her physician advised her to cease all anti-epileptic and psychiatric medication. The patient then reportedly passed away due to complications from abrupt medication termination. While following up with the funeral home, it was revealed that following an autopsy the official cause of death was ruled sudep. Attempts to locate the device have been unsuccessful to date. It was reported that the medical examiner did not note if the vns device was found during the autopsy however if it had been found it would have been explanted and discarded. Review of the internal programming history database found that the patient¿s vns device was programmed on a few months prior to her passing. No diagnostic data was available in the history. No additional relevant information has been received to date.